Event description:
The user reported that when using the chair, it would stop unexpectedly. A yellow light would display, but the battery indicator showed a full charge. She would pause and start the chair and the chair would run and then stop again.